Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
They noticed that the patient programmer (pp) got ¿really really hot¿ when batteries were in it and her husband could not handle the batteries. The plastic had melted some. The prong was removed, one of the battery springs were pulled out slightly, and it started to work but now ¿its doing crazy thing.¿ this was noticed ¿probably last friday.¿ the patient would set the pp at ¿300 and after about 7 minutes later it would jump up to 500 something.¿ it was further clarified that the patient set the implantable neurostimulator (ins) to 330 with the pp and waited a few minutes with the pp over the ins, and after 7 minutes it was over 500. The patient felt jolted when she reached 500. The patient was not injured. The patient claims the pp increased the ins without her pressing buttons. Upon return of the device, analysis found the digital board corroded. C600. Additional information has been requested to find out if any troubleshooting or intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.